Manufacturer narrative:
One catheter with attached terumo 2 ml syringe, terumo 5 ml syringe, 5 three-way stop cocks with pressure tube, and a co-set flow through sensor were returned for evaluation. A non-edwards contamination shield was located on the catheter body between 33 cm and 97 cm proximal from the catheter tip. No packaging or introducer was returned. Customer report of balloon inflation issue was confirmed. The balloon inflated but failed to maintain its inflation due to leakage from a pin hole at the proximal side of the balloon latex. Customer report of balloon deflation issue could not be confirmed during the analysis due to leakage from the pin hole. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned terumo syringe with 1.5 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of inflation issue was confirmed; however balloon deflation issue could not be confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that it was difficult to inflate or deflate the balloon after insertion. The customer attempted to inflate the balloon but sometimes the plunger of the inflation syringe could not be pushed. The customer also attempted to deflate the balloon but sometimes it did not deflate right away even when the syringe was removed from the gate valve. Eventually, the balloon deflated and the catheter was removed from the patient. There was no new incision required. There were no patient complications reported.